Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus bl 22ga x 1.00in prn non-pvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: in the afternoon of (B)(6) 2022, when the patient used the anti-high pressure indwelling needle during CT contrast-enhanced examination, the pipeline ruptured.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2017754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The customer did not return the sample. As the returned pictures shown, the extension tube was broken in the middle. The actual pressure and liquid type during use could not be confirmed, therefore the root cause could not be determined. A 300psi burst test was performed for retained samples, no abnormalities were found. Based on the provided photographs displaying a burst tubing and the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. Unfortunately without a precise pressure measurement the root cause cannot be confirmed. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd pegasus bl 22ga x 1.00in prn non-pvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: in the afternoon of (B)(6) 2022, when the patient used the anti-high pressure indwelling needle during CT contrast-enhanced examination, the pipeline ruptured,